Manufacturer narrative:
Film evaluation results are: a review of CT¿s 51 months post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest left renal artery, within the severely angulated neck. The bifurcate proximal od measured ~23mm, and 1cm lower near the bottom of the neck, narrowed down to ~16mm od. The infrarenal neck was angulated ~95 deg r-l and 70deg a-p; relative to the iliac limbs. The neck was also significantly calcified. The bifurcate ipsi limb and iliac extension were positioned down into the right common iliac artery, and the contra limb and extension were positioned down into the left common iliac. The maximum diameter aaa measured 10cm, and a faint amount of contrast was seen outside the stent graft, beginning near the top of the sac continuing along the posterior wall. The stent graft and blood vessels distal to the device were patent, and no stent graft kinks or compression was seen. The external iliac and femoral arteries were severely calcified. No other stent graft issues were observed. The exact cause of the reported proximal type I endoleak could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not returned for review and comparison. The source of the endoleak seen in the films returned could not be confirmed. This may have been a proximal type I endoleak caused by the calcified and severely angulated neck, possibly due to disease progression or aneurysm morphology changes. Images during and post endoanchor intervention were not available for review, and the cause of the residual type I endoleak could not be determined. It is possible that implanting within the angulated <(><<)>(><(>&<)><(><<)>)> calcified neck may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aan endurant stent graft system was implanted in the patient for the endovascular treatment of a 109 mm in diameter abdominal aortic aneurysm. It was reported that, approximately 3 months after the index procedure the physician had seen an endoleak. A CT was taken approximately four years later and the physician thought it could be a possible type iii endoleak but was not certain. The physician then elected to implant aptus endoanchors. During the procedure it was determined that the endoleak was actually a type ia. Ten endoanchors were placed but the endoleak still remained; but, it was reduced by approximately 75%. The patient was still on anti-coagulants and the physician thought that the remaining leak would resolve on its own. The procedure was then completed. Per the physician, the cause of the event was due to the patient anatomy of a severely angulated neck. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.